Event description:
A caller reported a signal loss issue with the adc device. Due to this issue, the low glucose alarm failed to trigger when customer became hypoglycemic. The customer experienced seizure and loss of consciousness, and was provided glucagon injection from third-party. The customer additionally went to a health facility and received unspecified treatment from a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a signal loss issue with the adc device. Due to this issue, the low glucose alarm failed to trigger when customer became hypoglycemic. The customer experienced seizure and loss of consciousness, and was provided glucagon injection from third-party. The customer additionally went to a health facility and received unspecified treatment from a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.